Event description:
A facility reported a hakim valve (ID 823110) could not be programmed and was explanted. The valve was implanted on (B)(6) 2022. When the medical staff tried to program the valve at high pressure level (180), the valve did not respond. Medical staff tried to program with all hakim programmers available in the hospital (3). None of them succeeded. The valve was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Hakim valve was returned for evaluation: DHR - lot 5611485, conformed to the specifications when released to stock . Failure analysis - the valve was visually inspected; biological debris was noted in the valve mechanism. The valve failed the tests for reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the ruby ball and on the seat of the ruby ball. The valve passed the tests for programming, occlusion, leaks. Root cause - no root cause could be determined as the technician could not confirm any programing issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no programing issues were noted with the valve. The root cause for the reflux and pressure issues noted during the investigation is due to biological debris found on the ruby ball and the seat of the ruby ball.